Event description:
Edwards received notification that a 7300tfx valve implanted in mitral position was explanted after an implant duration of approximately one (1) year due to thickened leaflets and retraction of the septal leaflet due to pannus, resulting in impaired mobility. A 11400m33 valve was implanted in replacement. An aortic valve replacement with a 25mm inspiris valve was performed concomitantly.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process; therefore, a conclusion has yet to be established. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Removed code from section h6 (device code): 4056 - thickening of material the device was received for evaluation. The report of pannus was confirmed. Report of thickened leaflets was not confirmed. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the leaflet and into the orifice at the greatest distance of approximately 6mm on leaflet 1 on the inflow aspect and 6mm on leaflet 3 on the outflow aspect. The free margin of leaflet 2 was rolled toward the outflow aspect due to host tissue overgrowth. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Multiple suture holes were observed around the sewing ring. Two suture threads remained attached to the sewing ring. Lab findings were aligned to the customer photos, but what appeared to be host tissue attached to the edge of the valve was not returned.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). Photos of the prosthesis were provided and reviewed. Customer report of pannus was confirmed through image evaluation. Customer report of "thickened leaflets" was unable to be confirmed. Attempts to retrieve the device and additional information were unsuccessful, no additional information was received from the customer. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Leaflet thickening in the early post-operative period can most likely be attributed to non-structural valve dysfunction (nsvd), which is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as early thrombosis/halt, early endocarditis or host tissue overgrowth. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. Based on the information available, the complaint of "pannus" and "thickened leaflets" were confirmed through the surgical report provided. Through evaluation of the images provided, complaint of "pannus" was confirmed. There can be several root causes of leaflet thickening, such as early thrombosis, early endocarditis, host tissue overgrowth; however, based on the information available, a definitive root cause cannot be conclusively determined. The most likely cause of host tissue overgrowth is patient factors. An edwards defect has not been confirmed.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: it was reported that a year ago, the patient underwent a mitral valve replacement. The exact implant date is unknown. Attempts to retrieve the device and additional information were unsuccessful. No additional information was received from the customer. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Pannus/host tissue is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. The most likely root cause is patient factors.